Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient that had a right total hip done on (B)(6)2017 had a trip and fall and now has a periprosthetic fracture around the femoral stem. Surgeon revised the hip to a restoration modular stem. Surgeon performed the procedure through the posterior approach, applied cables to reduce the fracture and then removed the loose short citation stem. Surgeon then implanted the restoration modular hip stem per surgical technique. He also decide to exchange the liner to a 10 degree hooded liner. The surgery was performed without incidence.